Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 23may2018 to assess the testing instrument, and determined that no errors were found in the error log. The immucor laboratory tested retention product on 29may2018, which performed as expected. The immucor internal identification number for this report is (B)(4).

Event description:
On (B)(6) 2018, a european (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument.